Manufacturer narrative:
Correction: operator of device- health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of switch parts due to internal flooding, wiring problems inside the operation unit (switch wire shorted to shield wire, etc.), board inside the scope connector, or a problem on the system side may also be considered. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint was confirmed. Device evaluation found breakage of the switch board. Switch 3 (sw3) is not functioning due to damage and due to external factors. The image freezes and releases on its own due to damage to the switch board. Furthermore, the following findings during inspection were noted on the device: the curved rubber adhesive part is missing. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the rl lever due to external factors. Scratches are found on the ud plate due to external factors. Scratches are found on the rl plate due to external factors. The video connector is cracked due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the lg connector due to external factors. The display of the (light guide) lg connector is incorrect. Scratches on the (light guide) lg cover glass surface due to external factors. Scratches are found on the video connector case due to external factors. Found white scratches on the image. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported during an unspecified procedure a white balance adjustment issue (white balance release without permission). There was no patient harm, no user injury reported due to the event. Device evaluation found the device switch activates on its own. The image freezes and releases on its own due to damage to switch board. This report is being submitted for breakage of the switch board (switch activates on its own).